Event description:
Boston scientific received info that during a lead revision for the right ventricular lead, this right atrial lead was determined to be wound together with the other leads and likely had dislodged due to pt twiddler's syndrome during the lead revision. The lead was repositioned and remains in service. No adverse pt effects were reported. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.